Event description:
The surgeon implanted a silicone lens model aq2003v and removed. The facility stated the posterior capsule was open prior to implantation. A vitrectomy was performed and the incision was enlarged when the lens was removed. It was indicated that the surgeon used a different type of lens. The facility believes the device did not cause or contribute to the event.